Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the associated defibrillator was unable to obtain an ECG signal using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The electrodes were subjected to visual inspection, functional and continuity testing with no discrepancies found. The retained samples pulled were tested and concluded that the electrodes were assembled according to specification. Analysis of reports of this type has not identified an increase in trend.